Manufacturer narrative:
Concomitant medical products: 2.4 progreat microcatheter. 6 fr ansel sheath. Mustang balloon. Cx, ruby lp, embold and nester coils. V-grip: 45-4001, lot# 0001168175. A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that during a splenic aneurysm embolization case, there was extreme tortuosity, the doctor was using a microcatheter with an 0.18 gt-r, the microcatheter tracked through the tortuosity easily. The provider was able to deploy multiple coils through the microcatheter. He tried to deploy a non-microvention packing coil and tried to manipulate the microcatheter while the coil was in the catheter and encountered an issue where the non-microvention coil detached prematurely. The provider was able to push that coil out, he flushed the microcatheter and performed an angiogram. He then tried to advance a 20cm hyrdopack coil and encountered resistance. He tried to remove the hydropack and the coil got stuck and broke. He removed the pusher wire and the portion that had broken, the coil started to unravel but he removed the microcatheter which had the remainder of the broken coil within it with no issues. The case finished with no other issues and the patient was able to go to recovery.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant coil separated from the pusher, stretched, broken, and entangled, which is consistent with the alleged product issue. The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield and tensile strength.

Event description:
Please see section h11 for device investigation results.